Event description:
It was reported that a user ran out of dexcom g6 sensors, which resulted in automated dosing on the ilet insulin pump stopping with a recorded blood glucose of 538 mg/dl. The user asked how to continue therapy without a sensor and was guided to use bg run mode and to replace the sensor as soon as possible. Customer care provided support that included a review of the use scenario and user guidance. Investigation of this case revealed normal device behavior when a compatible continuous glucose monitor (cgm) is unavailable, with dosing suspension consistent with design and user instructions. The reported clinical symptoms include polydipsia, nausea, headache and dry mouth associated with hyperglycemia. Outcomes included no hospitalization and resolution through troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.